Event description:
The core impaction drill was sent for evaluation due to the burr and the burr guard detaching from the device during testing. There was no patient involvement and no adverse consequences associated with the device.